Event description:
Customer reported leak from pump segment during infusion. Vague event information received. No detailed or documentation of specific patient event was provided. There was no patient or staff harm reported and no medical intervention was required. No additional event or patient information provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The customer stated the set has been discarded and is not available for failure investigation.